Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the system was encountering the recurring non-recoverable 319 error. Before reaching out to intuitive surgical inc. (Isi) technical support, the isi clinical sales representative (csr) attempted to resolve the issue by rebooting the system. The isi technical support engineer (tse) examined the error logs and confirmed the occurrence of error 319 reported by the universal (unit) controller card (ucc) in the video processor (vp), indicating a lack of connectivity to nodes dual camera interface board (dcib) and endoscopic controller power distribution (ecpd) in the endoscope controller (ec). Following the tse's guidance, the csr performed multiple hard power cycles on the system and reseated all blue system cables, along with the grey system cable connecting the core to the vp and the orange fiber cable linking the vp to the ec. Despite these efforts, the issue persisted. The csr communicated to the surgeon that the current issue could not be resolved immediately. The procedure was converted to laparoscopic surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and it initially powered on without errors. The conversion to laparoscopic approach did not result in increasing port size incision or adding additional ports, and the patient tolerated the change.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the site and was able to reproduce the reported complaint. The fse replaced the endoscope controller (ec) to resolve the reported issue. Isi has not received the ec for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The endoscope controller (ec) has been returned and evaluated by the failure analysis team. The reported failure was replicated on the test system by installing the unit in the system and the 319 codes were found in the error logs. For troubleshooting, power was applied to the ec at the test bench and found that dual camera interface board (dcib) had no heartbeat. Light engine sensor check was performed and was over 5%.

Event description:
Refer to h10/h11 for follow-up information.